Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. A complete manufacturing review could not be completed because the lot number was not provided. The device was not returned; therefore, the investigation is inconclusive. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to this event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a sterotactic breast biopsy procedure, after attempts to obtain samples the aperture was empty. The core samples were crushed. The procedure was rescheduled. There was no patient injury reported.